Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The consumer reported that they were trying to find someone to help with the patient¿s device. The consumer reported that the ins was not ¿reaching the charge¿ and ¿not reading to change pain.¿ the consumer was unable to confirm poor communication but reported that he tried to connect with the ins and wasn¿t seeing a reading. The consumer reported that he was able to get the patient programmer (pp) to light up but the pp wasn¿t showing on/off for some reason. The consumer reported that he tried to replace the batteries in the pp because he thought they were dead, but that didn¿t change anything. The consumer reported that when they first got it there were no problems and it was all figured out. The consumer reported that he wasn¿t able to communicate with the recharger. The consumer reported that he wasn¿t able to connect and charge the ins. The consumer reported that he didn¿t remember the last successful charge session. The consumer reported that they thought they were charging the ins but then noticed the pp wasn¿t showing any readings. The consumer reported that they went to a clinic because they were having ¿trouble with the stimulator¿ and pain ¿was getting worse.¿ the consumer reported that they waited a few months then went to see a pain clinic and everything was fine. The consumer reported that he and the patient ¿thought it was them¿ not able to use the ¿machine.¿ the consumer reported that in the pain clinic they tried ¿some other things¿ and were supposed to send them some numbers to find someone to help them work the machine. The consumer declined assistance in walking through attempting to connect preferred to meet with someone and have them do it. The consumer reported that the pain clinic changed the patient to pills because the patient was allergic to the pain patches. The consumer reported that the patient was on pain pills and had shot to help reduce the patient¿s pain more. The consumer reported that the ins helped a lot, however it was hard to tell if pain relief came from the ins, pain medications or shots. The consumer reported that the patient was taking pills trying to cope with what she had. No further complications were reported. Additional information was received from a consumer and a healthcare provider. It was reported that the consumer needed someone to adjust the device because it was in "sleep mode" and stated they had scheduled an appointment and requested a representative. The consumer stated the patient had been and pain and was experiencing shaking due to pain. The healthcare professional called in and stated that stimulation had not been working for the patient for the past eight months. It was reviewed the device may be overdischarged given the timeline. No further complications were reported as a result of this event. Additional information received from a representative (rep). It was reported that the cause of the recharger not being able to respond to the neurostimulator (ins) was due to the patient letting the device overdischarge. It was reported the patient had not charged their device in over a year. Rep reported trying to recover the device twice. It was reported the patient sat for 2 plus hours attempting to recover it and at the end decided it was completely dead and could not be brought back up. Patient understood the situation and replacement of the ins was discussed to achieve therapy again. Information was exchanged to a recommended doctor. Rep reported that he was not aware if the patient battery had yet been replaced. Rep has no knowledge if patient can recharge or receive therapy again because does not have the replacement surgery information. Rep has no further information on if patient¿s shakiness and pain have resolved.